Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested from the reporting facility, but no further information is available. The manufacturer internal reference number is: (B)(4).

Event description:
An account manager reported on behalf of a facility representative that during an intraocular lens (iol) implant procedure, a tear in the patient¿s capsule occurred and there was contact with the patient. Additional information was requested.